Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received without the original belt clip noted. The insulin pump received with broken belt clip slot, minor scratches on lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that there were multiple scratches on the lcd screen of the insulin pump. The customer explained that the scratches made the screen subsequently hard to read. The customer's blood glucose was unknown. The customer stated that there were five vertical scratches that went from the top to bottom. The customer mentioned that the damage occurred when the insulin pump fell off due to a broken belt clip. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.